Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 525 mg/dl. The customer was treated for the high blood glucose with a shot. The customer stated that their health care provider was going to override the settings on their insulin pump to better suit the customer's needs. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.